Manufacturer narrative:
Reservoir, flat, 100 ml; catalog number 898473017; serial number (B)(4); expiration date 08/18/2019; manufacture date 09/03/2014. Device evaluation: analysis results indicate the device was out of specifications and no conclusion can be drawn. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported the patient experienced "emotional discomfort" as his inflatable penile prosthesis would not inflate. The patient had the inflatable penile prosthesis cylinders and pump replaced due to problems with the pump. A new inflatable penile prosthesis consisting of cylinders and pump were implanted.